Manufacturer narrative:
(B)(4). Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow up report will be filed if additional relevant information becomes available.

Event description:
It was reported that the minicap transfer set had disconnected from the locking titanium adapter during use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been evaluated as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector and titanium adapter was received for. Visual inspection performed with no issues noted. Leak, clear passage, and clamp function tests were performed with no issues noted. Integrity of seal surface test was performed with no leak noted. Internal dimension measurement confirmed the reported problem. Should additional information become available, a follow-up will be submitted.